Manufacturer narrative:
The actual patient weight was (B)(6) which was rounded up to (B)(6) in the field due to character limitations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Per follow-up with the onsite medtronic representative, the site scans come from either the main hospital or surgery center. The surgeon's imaging protocol is 1mm slicing and thickness and the scans normally look good to protocol. The inaccuracy ranges were measured from 1mm to 4mm (using measurement tool on the navigation system). The surgeon denies troubleshooting at times, and does not re-register the patient after inaccuracy is detected. He continues to use navigation to complete the procedure. The surgeon has been retrained and multiple discussions have taken place regarding proper tracer registration technique (including tracing all the way back to the ears), emitter placement, reducing metal interference, and proper imaging protocol. They also tried adjusted imaging slices from 1mm down to 0.625mm and brought in a another navigation system to test accuracy side by side with the site's navigation system. There was no problem found with any medtronic navigation equipment during onsite testing. Despite these discussions and findings, the surgeon declined to change his techniques. Although no problem was found with the navigation equipment, the site requested a replacement navigation system. The suspect navigation system has not been received by the manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was either poor exam quality or user technique of tracer pattern as reported by the onsite rep, however the software exams were unobtainable to confirm these findings.

Event description:
A medtronic representative reported that the surgeon would like to document an alleged inaccuracy of 1-3mm at the roof of the sphenoid while using the navigation system, with tracer registration, during a functional endoscopic sinus surgery (fess) procedure. The surgeon would trace and check for accuracy on tip of nose and other exterior landmarks. They did not notice the inaccuracy until navigating suction and shaver instrumentation near the sphenoid. The surgeon completed the procedure using navigation. There was no reported impact to the outcome of the patient.